Event description:
It was reported that there was no capture and high impedance in the right ventricle one day post implant. Reprogramming the pacemaker to unipolar for the right ventricular (rv) lead resulted in a normal pacing threshold. The physician decided to exchange the pacemaker. The pacemaker was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and there were no anomalies. It was noted that there was grommet damage.